Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient's implant procedure had to be stopped. Nevro attempted to obtain additional information regarding the nature of the incident but was unsuccessful. The patient was hospitalized with abdominal pain and is recovering. The patient may be implanted with percuatenous leads in the future.